Manufacturer narrative:
The glucose reagent lot number was 88231201 with an expiration date of 31-aug-2026. The calibration was last performed on (B)(6) 2025, and it was acceptable. The customer verbally stated that the qc recovery was acceptable prior to the event. The alarm trace showed abnormal aspiration (sample pipetter s1) alarms, indicating possible poor sample quality. The field service engineer (fse) found that the rinse tubing in the vacuum chamber was worn and split. He replaced the rinse tubing and performed prime, qc, and precision testing with successful results. He verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with glucose hk gen.3 assay on a cobas c 503 analytical unit. Sample 1: initial result: 35 mg/dl. Repeat result: 132 mg/dl. Sample 2: initial result: 47 mg/dl. Repeat result: 109 mg/dl. No questionable results were reported outside the laboratory. Multiple critical results prompted the repeat of sample 1 and sample 2 on a different analyzer. The repeat results were deemed to be correct.